Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 570 mg/dl. The customer declined troubleshooting for high blood glucose value. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The low suspend alarm working properly and no anomaly noted.